Event description:
It was reported that pump displayed malfunction alarm malf 12 with no notable events occurred before the issue. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support and was assisted with resetting pump, but was unable to continue troubleshooting due to not having charging pad. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.